Manufacturer narrative:
(B)(4). Additional information requested and received: was the staple line incomplete? The staple line of one side was complete but it of another side was not deployed.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2016. (B)(4). The analysis found that one pcee60a device was returned in good visual condition and with a gst60d partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy procedure there was an unexpected resistance when the jaws were closed and the staples were deployed on one side of the target tissue at the third firing. The device was used on the gastric. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.